Event description:
Healthcare professional reported a rupture. This record relates to the left side. The device has been explanted and replaced by a non allergan device.

Manufacturer narrative:
Additional h6: f2203.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported a rupture. This record relates to the left side. The device has been explanted and replaced by a non allergan device.